Manufacturer narrative:
The device was analyzed and found to be normal. It performed normally during bench and ate testing. Hv therapy due to noise was confirmed via review of the stored egm's. Device sensing was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient received inappropriate therapy due to noise on the atrial and ventricular channels. When the ICD was replaced, there was no more noise.